Manufacturer narrative:
One sample was received for quality evaluation. Visual examination did not indicate any damages or abnormalities. The infusion set was then primed and a small leak of fluid was seen coming from the bottom of the pumping segment between the lower pumping segment and infusion set tubing. The customer complaint of leakage was confirmed. The investigation was forwarded to manufacturing for root cause evaluation. After the investigation it was determined that the solvent application was not correctly carried out by the assembler. An incorrect insertion of the tubing into the solvent dispenser, one piece flow not followed and accumulation of material in the workstation during the production process was identified. Possible lots were manufactured from june 16th to june 22nd, 2025 before actions stated under a quality notification created on november 04th, 2025 for the same production line, failure mode and specific area, where the next actions were / will be taken: a work order was generated on november 04th, 2025 to review the solvent dispenser used to assemble the reported engagement. A quality alert was created and communicated to the production personnel to reinforce the correct follow up to the work instruction to ensure the correct use of fixtures and solvent dispenser on december 8th, 2025. The cleanliness and order in the work area were reinforced to ensure that there are no loose components on the assembly line according to the general instructions procedure on december 8th, 2024. A visual inspection using the frequency control record will be carried out to verify the compliance of the critical points (solvent dispenser alignment). The frequency control record will be updated to include visual inspection points; arrangement of materials into production station, follow up to one-piece-flow. Layout of the model 2420-0007 will be updated to establish a standardization of arrangement of equipment, fixtures, materials and solvent dispenser in the workstation. A device history record review for model 2420-0007 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had leakage. The following information was provided by the initial reporter: defective alaris pump tubing - we found an instance of leaking below the pump chamber. Unfortunately, this was a few hours into the infusion, so we do not have a product lot number. Additional information received from the customer: what was the impact to the patient? No. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No. What was the medication/fluid in use at the time of the event? Rn noted that alaris IV tubing was leaking saline below the pump chamber.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.